Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported would not expose and then shut down. The system was rebooted and functionality was recovered. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.